Manufacturer narrative:
Per biomedical engineer, the solenoid was replaced to address the reported issue. The unit is back in service. Failure analysis on the returned solenoid xvlave shows that during visual inspection of the solenoid xvalve revealed evidence of a broken connector tube on the solenoid xvalve. Physical damaged resulted in broken connector tubes on the solenoid xvalve creating the 1109-machine pressure auto zero error code.

Manufacturer narrative:
(B)(6) 2021.

Event description:
The customer reported that the unit has check vent alarm for machine pressure sensor autozero failure. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and reported that complaint can¿t be duplicated - intermittent. Reviewed suggested repair for the 1109 error code per the manual. Suggested replacement of solenoids 2&4. Other information is pending.